Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Implant only works when pressure is applied. Reimplantation is considered.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The implant only works when pressure is applied. Reimplantation is considered.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected. The implant only works when pressure is applied. The user has been re-implanted.